Event description:
It was reported that the pt underwent breast reduction surgery in 2005. After the surgery, the pt experienced abnormal pain, swelling, and growths in and around the suture sites and injuries, including bilateral total mastectomies.

Manufacturer narrative:
Date sent to the FDA: 04/30/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual suture involved in this event is unk. The possible sutures are vicryl sutures and pds sutures.

Manufacturer narrative:
The initial medwatch report was sent to the FDA via (B)(6). This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent bladder surgery on (B)(6) 2002 and sutures were utilized. In (B)(6) 2004, the patient reported dyspareunia and underwent a corrective surgery. The patient was informed that two of the sutures had not dissolved.